Event description:
Caller reported malfunction on pump, which caused blood glucose levels to exceed a safe threshold, but specific value was not specified beyond "high." Correction was made using manual injections, and no third-party assistance was required. Technical support sent replacement pump and provided instructions for storage and return of faulty pump, as well as guidance for setting up and connecting the new pump. The customer will use multiple daily injections (mdi) as a backup.